Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel and auxiliary channel were flushed with neogiozym detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder and instrument channel port were manually cleaned with neogiozym detergent, meditalia itaflex 3clean brushes. The scope was not manually disinfected. The aer used was a steelco ew1s along with steelco neodisher sc detergent and steelco neodisher septo pac disinfectant every procedure. The scope was stored horizontally in a steelco drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope, and the distal end were cultured. No bacteria were detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted light guide cover glass was discolored. The light guide cover glass glue porous. The bending section cover glue was porous. The bending section was deformed. The distal end unit and underneath the forceps raiser cover had corrosion and it was not possible to disassemble the forceps raiser. The air/water cylinder and suction cylinder were worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, microbiological cultures were performed on the evis exera ii duodenovideoscope. On (B)(6) 2022, the scope tested positive for twelve (12) colony forming units (cfus) of microorganisms at twenty-two (22) degrees celsius. The scope was tested again and tested positive for three (3) cfus of microorganisms at twenty-two (22) degrees celsius and three (3) cfus at thirty-six (36) degrees celsius. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by following the IFU which states: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.